Event description:
It was reported by the rep that the (1) tlc75 and the (1) tcr75 were used during a hemicolectomy procedure. The device was normal when opened from the package and all of the prescribed instructions were followed. The linear cutter did not discharge the staples after loading and attemping to fire. The surgeon tried to reload the cartridge and fire it again. No part of the instrument fell into the patient. There was no consequence to the patient.